Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamwire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, the procedure was completed with this device. After the procedure on (B)(6) 2020, a hole was found in the device pouch. Reportedly, it is unknown if sterile barrier was compromised. There were no patient complications reported as a result of this event.